Manufacturer narrative:
Block e1: the initial reporter facility name is (B)(6); reported here as the name exceeded character limit for designated field. Block h6: imdrf device code a05 captures the reportable investigation results of broken catheter in the balloon inner sheath. Block h11: investigation results: the returned cre pro wireguided dilatation balloon was analyzed, and a visual inspection found that the inner sheath in the balloon section was broken. Functional and microscopic evaluation shows the balloon was inflated without issue; however, it was unable to maintain pressure due to a pinhole located approximately 85 mm from the device tip. Additionally, the inner sheath broke that allows water to exit through this lumen was compromised, resulting in leakage. No other problems with the device were noted. The product analysis revealed that the that the inner sheath in the balloon section was broken. The problem is consistent with mechanical stress likely incurred during handling or use of the device. Such damage may result from procedural manipulation, contact with other instruments, or force applied during advancement, inflation, or withdrawal. The condition of the inner sheath is most likely associated with operational factors encountered during the procedure rather than a manufacturing-related issue. Additionally, the pinhole found in the balloon occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous the procedure, could have caused the problem found on the distal section of the balloon that causes leak. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the bile duct papillary orifice to treat bile duct stones during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2025. During the procedure, when the papillary orifice of bile duct was pre-dilated, the balloon was damaged and the contrast medium leaked. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results: the inner sheath in the balloon section was broken. Please refer to block h11 for full investigation details.